Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, severely broken off reservoir tube lip, cracked belt clip slot, cracked case at reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip, cracked belt clip slot, cracked case at reservoir tube window corner and cracked reservoir tube window.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the plastic circle that goes into the pump, half of it had broken. The customer reported that a piece was missing from the reservoir compartment at the very top, the part that sticks out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.